Event description:
Burs will be secured in unit & dr will go to use it and bur will fall out into the pt's mouth. A couple of mos ago the pt swallowed the bur. Did say that this doesn't happen everytime.